Manufacturer narrative:
The alleged complaint could not be confirmed. These ceramic components were revised approximately 2-3 weeks after the primary operation due to infection. The revised products were not returned for investigation. No operative notes or other clinically relevant documentation has been provided to confirm this complaint. Review of the device history record for this lot indicates that this product met all acceptance criteria at the time of manufacturing. Infection is a known risk of any surgical procedure. The source of the infection cannot be determined from the available information. The microport hip systems package insert (150803-8) lists "delayed wound healing; deep wound infection (early or late) which may necessitate removal of the prosthesis. On rare occasions, arthrodesis of the involved joint or amputation of the limb may be required" as potential adverse effects of total hip arthroplasty (tha). There were no trends identified per mpo trending procedures. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(4). Side:r; primary asa: p2 - mild disease not incapacitating. Components not revised: procotyl l beaded and ha coated cup size 56mm / product ID: pha06266 / lot no.: 1851198. Profemur tl classic fixed neck size 6 / product ID: prtls026 / lot no.: 1832007.